Event description:
It was reported that the wake button on the customer's device was not functioning correctly, requiring hard presses to turn off the screen, which remained on permanently. There was no reported impact on the customer's blood glucose level. The customer was instructed to connect the pump to a usb cable to address the issue, and a replacement pump was arranged to be sent. The original device was expected to be returned.